Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Ntuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was returned for error 23062 on axis 5. The error was confirmed through logs, but not replicated. The unit was tested on an in house system in normal mode while failing the instruments test with errors 26016 and 22020. The carriage was having engagement issues when the sterile adapter was installed. Degrees of freedom (dof) 5 and 6 would continue to try to home. The unit was tested on a patient side cart fixture test platform (pftp) and passed with no related errors. The instrument sterile adapter (isa) board was removed and inspected with debris found between dof 5 and 6. The debris was cleaned out and the isa was reinstalled and retested on the system with the errors being cleared. The isa board would be replaced as a precaution.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, errors were repeatedly occurring on the universal surgical manipulator 3 (usm). The customer received assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the system logs and confirmed multiple reoccurrences of motor current faults reported by usm 3 axis 5. The tse recommended disabling usm 3 and switching to usm 4 which was not in use. The customer successfully disabled usm 3 and draped usm 4 to use in place of usm 3. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was performing a robotic-assisted ventral hernia repair when the issue was identified on (B)(6) 2024. The system was inspected prior to use with no signs of damage. The system was checked, and it was functioning properly upon initial powering on. The procedure was completed robotically after draping usm 4 and redocking usm 1 and usm 2 to accommodate the docking of usm 4. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm due to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.